Manufacturer narrative:
The results of the investigation are inconclusive as the device was not received for evaluation. Manufacturing and inspection records could not be reviewed as device information is unknown. Based on the information received, the root cause could not be determined.

Event description:
(Report 5 of 6). In the article " distal radius malunion: outcomes following an ulnar shortening osteotomy." By stirling et al., the authors retrospectively identified 40 adult patients from a single center over a 9-year period that had undergone an ulnar shortening osteotomy (uso) for symptomatic malunion of the distal radius. The primary aim of this study was to describe upper limb-specific functional outcomes following uso for ulnar-sided wrist pain associated with malunion of the distal radius. Per the authors, the hardware used to stabilize the osteotomy changed during the study period as a result of evolving evidence and technological advancement: osteotomies performed earlier in the study period were stabilized with a standard small-fragment dynamic compression plate (dcp) from another manufacturer; later a specific uso system and plate manufactured by acumed were used. There were 4 non-unions- 2 of which occurred with acumed product. Of these 4 non-unions, it was reported 3 patients healed following reintervention with iliac crest bone autograft augmentation, but one patient required further bone grafting and revision plate fixation in order to achieve union. It is unknown which of these were patient implanted with acumed product. It was also reported one patient required acute reintervention with revision plate fixation due to early loss of fixation and distal screw cut out at 2 weeks post-operatively; this patient subsequently united uneventfully after the revision procedure. It is unknown if this patient was implanted with acumed product. There were two superficial wound infections that resolved with antibiotics and one case of injury to the dorsal sensory branch of the ulnar nerve resulting in persistent altered sensation. It is also unknown if these patients (with the infection or the ulnar nerve injury) were implanted with acumed product. This report is related to report numbers 3025141-2023-00348, 3025141-2023-00349, 3025141-2023-00350, 3025141-2023-00351 and 3025141-2023-00353.